Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with dizziness. Interrogation of the implantable cardiac resynchronization therapy defibrillator (crtd) showed persistent atrial fibrillation. Amiodarone was started but patient remained in atrial fibrillation (af). On (B)(6) 2018, patient received cardioversion. After 2 shocks, patient went into sinus rhythm (sr). No additional information was provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial fibrillation could not be conclusively determined through this evaluation. The account reported that the patient was seen in the clinic on (B)(6)2018 with dizziness. Upon interrogation of the patient¿s crt-d it was noted that the patient was having persistent atrial fibrillation. The patient was started on amiodarone but remained in atrial fibrillation. On (B)(6)2018 the patient underwent a cardioversion. After two shocks, the patient went into sinus rhythm. The patient remains ongoing on vad support with no further related issues reported. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.